Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported by the patient that post implant of the realize band, she was doing fine until (B)(6) 2011. She began experiencing neuropathy in her hands and legs and has bilateral foot drop. She is also unsteady on her feet and has fallen three times. She has observed that her hair is very brittle. She feels that this is related to a vitamin/nutritional deficiency. A complete blood count test, comprehensive metabolic panel and levels for thymine, folate and b12 were ordered. The results showed a deficiency in thymine, iron and b12. The physician has prescribed vitamin and mineral supplements and b12 injections. She is currently wearing afo boots for balance and bilateral foot drop. She also indicated that she had gained four pounds at her last fill. She has had four fills and has 8ccs in the band at this time. She feels that she is not getting restriction. However, if she attempts to eat more than 4 oz, she feels tightness. She stated that the fills are done under x-ray and the surgeon removes all the fluid prior to adding and there is no indication of a leak. Since taking the vitamin and b12 injections, she feels that the symptoms are improving. She plans to see a dietician for recommended diet to ensure that she is getting the proper nutrients.